Event description:
It was reported that the placement of the scs (spinal cord stimulator) has been difficult to tolerate and that the patient was unable to charge the ipg. The patient was administered with trigger point injections for muscle pain. It was also reported that the patient was experiencing some abnormal tremors and that the stimulator was pushing on her sciatic nerve. The patient will undergo a revision procedure. Additional information received that the patient will undergo removal. Additional information received that the patient had a spinal cord stimulator implanted however this has not been beneficial and it causes her significant amount of discomfort.

Event description:
It was reported that the placement of the scs (spinal cord stimulator) has been difficult to tolerate and that the patient was unable to charge the ipg. The patient was administered with trigger point injections for muscle pain. It was also reported that the patient was experiencing some abnormal tremors and that the stimulator was pushing on her sciatic nerve. The patient will undergo a revision procedure. Additional information received that the patient will undergo removal. Additional information received that the patient had a spinal cord stimulator implanted however this has not been beneficial and it causes her significant amount of discomfort. Additional information received that the patient underwent ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Event description:
It was reported that the placement of the scs (spinal cord stimulator) has been difficult to tolerate and that the patient was unable to charge the ipg. The patient was administered with trigger point injections for muscle pain. It was also reported that the patient was experiencing some abnormal tremors and that the stimulator was pushing on her sciatic nerve. The patient will undergo a revision procedure. Additional information received that the patient will undergo removal.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7025937.

Event description:
It was reported that the placement of the scs (spinal cord stimulator) has been difficult to tolerate and that the patient was unable to charge the ipg. The patient was administered with trigger point injections for muscle pain. It was also reported that the patient was experiencing some abnormal tremors and that the stimulator was pushing on her sciatic nerve. The patient will undergo a revision procedure.